Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the device enabled the patient to move again and they lost about 90 pounds of weight. Due to the weight loss there were changes to the pocket so they had to revise the implantable neurostimulator (ins) pocket. The weight loss also made the ins site painful and recharging became difficult due to the position of the ins. It was moved to the other side. A new ins was placed at that time because of their high settings were draining it quickly. Their recharging frequency was 2-3 times a week. This was done in (B)(6) 2014. The lead was not touched.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician put the device too low. The only way the patient could get a charge signal rate above 50% was to lie on their side with their knees pulled up. The patient had the battery replaced due to normal battery depletion and because it was causing her pain after she lost some weight and the implant was low causing her pain when she charged. This had started about a year prior to the report and had built up. The patient described it feeling like a deep bruise. There was a possible problem with the implantable neurostimulator (ins) reported. The patient had to charge more frequently then she used to. This started about a year ago and was slowly building up. She used to charge once a week and then she started charging every three to four days. The more she had to charge the more it hurt. The patient also reported that the ins ¿turned off on its¿ own¿ two times (in roughly october of last year and then again this past spring sometime). The patient stated they ran diagnostics and couldn¿t find anything wrong with it. The manufacturer¿s representative (rep) reported that cause of the charging difficulties ,pain at the ins location, and the ins turning off was due to the patient having a dead battery and needing to be replaced. The patient was doing o.k. But was still not receiving effective therapy after programming.